Event description:
"Pump was removed from service during baxter registered nurse rounding. The drip rate was estimated to be 33 drops per minute d/t an infusion rate of 200ml/hr. The actual drop rate when assessed was 27 per/min. In addition, the volume to be infused on the pump read as 85ml when there was only 50ml remaining in the bag. Pump # (B)(4)"